Event description:
It was reported that air was observed in an unspecified set access line during continuous renal replacement therapy using a prismaflex machine. The treatment was discontinued and the blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation. The customer indicated that a non-baxter connector was used between the set and blood access device during the reported event. The operating manual for the prismaflex machine states that the use of connecting devices could interfere with the ability of the control unit to accurately detect pressure drops in the blood circuit. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to unintended use error. Should additional relevant information become available, a supplemental report will be submitted.